Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or prime anomaly noted. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, broken partial of reservoir tube lip, broken belt clip slot, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery manual prime. Customer's blood glucose levels at the time of the incident was 144 mg/dl. Customer also reported that the insulin pump is squirting out insulin. Customer reported that the pump was exposed to x-ray. Customer reported that the issue remained unresolved after troubleshooting. Product is not expected to return.